Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately four (4) weeks ago during surgery the screw was inserted with force due to patient having hard bone. Subsequently, the screw head broke and remained in the patient. Surgery was completed with another screw. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Possible lot #s - 990240 or 740300 a visual inspection was conducted on the screw. The screw shows signs of attempted use. There is marking on the screw head. The screw has fractured where the screw head meets the screw shaft. A dimensional analysis cannot be conducted due to the damage to the screw. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.